Manufacturer narrative:
Device analysis the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4) discarded by facility.

Event description:
It was identified that during a peripheral orbital atherectomy procedure, a type c dissection occurred. The event was identified by a third party vendor, core lab. Core lab reviewed all procedural angiograms as part of a csi clinical trial. The target lesion originated in the distal popliteal artery and extended into the peroneal artery. The physician used multiple guide wires and guide catheters, as well as multiple balloon inflations to access and cross the lesion. A csi viperwire guide wire was advanced across the lesion and a csi orbital atherectomy device (oad) was loaded onto it. The physician performed multiple runs at low, medium and at high speed. Post-atherectomy angiography did not reveal any complications. The physician removed the csi oad and guide wire and re-wired the lesion with a mailman guide wire. Atherectomy was followed-up with balloon angioplasty and stent deployment. Post-procedure angiography did not reveal any complications and the patient status remained stable throughout the procedure. Follow-up review by core lab identified a type d dissection; however, no complications were noted by the treating physician during the procedure. The core lab angiogram evaluation was reviewed by csi for potential adverse events on 29 april 2016.